Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg was retained by the medical facility.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.